Event description:
It was reported by service report that the foot end will not lower from damaged components as a result of a damaged foot end cover. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: sensor cable.